Manufacturer narrative:
Additional information was received that the field service engineer (fse) was able to both verify and duplicate customer stated problem. The o2 sensor is due for replacement per preventative maintenance schedule. The fse replaced the coin battery, power pack battery, emergency backup battery, oxygen sensor, fan filter, inspiratory filter and pump. Performed and passed all test, calibrations, and performance verification per manufactures specification at the time of service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator oxygen sensor issue. Patient involvement information was not provided by the customer.